Manufacturer narrative:
The reported event of unable to insert lead through catheter was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Lead was inserted through the proximal end of the inner catheter all the way through with no restrictions noted. Visual and electrical testing did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the body of the left ventricular lead was too thick and failed to advance in catheter. The lead was not used and was replaced during procedure on (B)(6) 2023. There were no patient consequences.